Manufacturer narrative:
Upon review of the result files on the galileo, the test wells appeared icteric. Requested that customer repeat testing using a different lot of test wells and indicator cells on the galileo. Sample was too old to perform additional testing. Unable to rule out patient's sample as being cause of unexpected reactions.

Event description:
Customer reported an unexpected negative result with the capture-r ready screen I and ii assay on the galileo instrument.